Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired five times properly however at the sixth firing the device would not open. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Opening issues. (B)(4). The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one j shaped clip was released. The jaws were inspected and no burrs were noted in the transition area or in the jaw/cam interface. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.